Event description:
It was reported to philips that the system was unable to boot up, stalling at 00:00 and was unable to shutdown. The user performed a restart but did not improve the situation. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The customer reported to the philips remote service engineer that the device stuck and wouldn't power down. The flex vision monitor only showed a frame without an image. During onsite troubleshooting, the field service engineer identified that the internal components of the pc controlling the large screen were broken. To resolve the problem, the pc controlling the large screen was replaced, and proper startup was confirmed and return the part for further analysis and no failure found. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.